Event description:
It was reported that the device reached recommended replacement time sooner than anticipated from a check performed approximately four months earlier. Additionally, an electrical reset was noted, a loss of wireless telemetry was noted, and the clinician was unable to make any programming changes or get telemetry from the device. The patient was noted to be lost to follow up. The device was replaced with a pacemaker and the patient no longer needed an ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).